Event description:
It was reported that the arthroplasty was revised due to aseptic cup failure. The acetabular liner and shell and femoral head were revised. The components were implanted in situ for 0.9y. The pt presented with a ucla score of 3, three mos prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Medical records and x-rays were not provided to stryker for review. If add'l info becomes available, it will be submitted in a supplemental report.